Event description:
I have been a user of dexcom g7, the omnipod insulin pump and my apple iphone since that configuration became available. During the past few months, I have experienced several numerous (out of the box) and operational failures. Two of the applicators for applying the g7 sensors would not operate, so I was unable to apply the sensors. A more serious problem has been the intermittent inability of the sensor to communicate with the pod. It is disconnected well over half of the time, with the disconnect happening at random times and sometimes lasting for several days. Sometimes I have received a message saying "dexcom issue detected" with no indication of what I should do to resolve the issue. The system is wonderful when it works, but it does not work properly most of the time. Ideally. I would use a finger prick when the sensor is not working, but because it happens at random times, I am usually not prepared for it. Then my glucose level goes extremely high (or sometimes low) which can result in serious health problems. Pt codes: 1905, 1912. Device codes: 3270, 1171, 4082. Ref report: mw5181081.